Event description:
User received low sodium and calcium results for nine pt samples. The following 5 pt examples were determined to be discrepant. All pt sodiums were repeated twice with the first repeat performed by a different analyzer, and the second repeat performed on original c6000 after calibration. Pt calcium results were repeated once by a different analyzer. Initial sodium gave 132; repeats gave 137 and 138 mmol per l. Initial calcium gave 9.3; repeat gave 8.5 mg per dl. User stated the original results were not reported out - no pt affected by erroneous results.

Event description:
User received low sodium and calcium results for nine pt samples. The following 5 pt examples were determined to be discrepant. All pt sodiums were repeated twice with the first repeat performed by a different analyzer, and the second repeat performed on original c6000 after calibration. Pt calcium results were repeated once by a different analyzer. Initial sodium gave 130; repeats gave 136 mmol per l each time. User stated the original results were not reported out - no pt affected by erroneous results.

Event description:
User received low sodium and calcium results for nine pt samples. The following 5 pt examples were determined to be discrepant. All pt sodiums were repeated twice with the first repeat performed by a different analyzer, and the second repeat performed on original c6000 after calibration. Pt calcium results were repeated once by a different analyzer. Initial sodium gave 133; repeats gave 139 mmol per l each time. Initial calcium gave 10.5; repeat gave 9.4 mg per dl. User stated the original results were not reported out - no pt affected by erroneous results.

Event description:
User received low sodium and calcium results for nine pt samples. The following 5 pt examples were determined to be discrepant. All pt sodiums were repeated twice with the first repeat performed by a different analyzer, and the second repeat performed on original c6000 after calibration. Pt calcium results were repeated once by a different analyzer. Initial sodium gave 133; repeats gave 140 and 141 mmol per l. Initial calcium gave 9.7; repeat gave 8.8 mg per dl. User stated the original results were not reported out - no pt affected by erroneous results.

Event description:
User received low sodium and calcium results for nine pt samples. The following 5 pt examples were determined to be discrepant. All pt sodiums were repeated twice with the first repeat performed by a different analyzer, and the second repeat performed on original c6000 after calibration. Pt calcium results were repeated once by a different analyzer. Initial sodium gave 134; repeats gave 141 mmol per l each time. User stated the original results were not reported out - no pt affected by erroneous results.

Manufacturer narrative:
The field service representative was unable to determine a cause. He noted the instrument has been running with no problems, since the customer recalibrated. Additionally noted he installed a preventative maintenance kit and verified probe alignments. He performed an ise check, ran calibration, controls and precision run to verify analyzer performance.

Manufacturer narrative:
The field service representative was unable to determine a cause. He noted the instrument has been running with no problems, since the customer recalibrated. Additionally noted he installed a preventative maintenance kit and verified probe alignments. He performed an ise check, ran calibration, controls and precision run to verify analyzer performance.

Manufacturer narrative:
The field service representative was unable to determine a cause. He noted the instrument has been running with no problems, since the customer recalibrated. Additionally noted he installed a preventative maintenance kit and verified probe alignments. He performed an ise check, ran calibration, controls and precision run to verify analyzer performance.

Manufacturer narrative:
The field service representative was unable to determine a cause. He noted the instrument has been running with no problems, since the customer recalibrated. Additionally noted he installed a preventative maintenance kit and verified probe alignments. He performed an ise check, ran calibration, controls and precision run to verify analyzer performance.

Manufacturer narrative:
The field service representative was unable to determine a cause. He noted the instrument has been running with no problems, since the customer recalibrated. Additionally noted he installed a preventative maintenance kit and verified probe alignments. He performed an ise check, ran calibration, controls and precision run to verify analyzer performance.